Event description:
The iab was inserted into the patient on 4/1/97 at 2:30 am. On 4/7/97 after iabp for about 3 1/2 hours, the iab leaked. The doctor had difficulty removing the iab so the iab was surgically removed. As a result of the event, the patient's femoral artery needed to be repaired. (Event complications: entrapped/surgically removed/repair to ) artery-rpt's 4/20/97. (Pt's current status: discharged-rpt's 4/20/97.)

Manufacturer narrative:
Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.